Manufacturer narrative:
No patient involvement. On january 22, 2016 during an evaluation of the replaced power supply by the complaint handling unit, the investigator identified burned coils on two chokes (inductors) in the power supply. At the time of the initial field service visit, the engineer was unaware of the burned components which are enclosed inside the power supply case. The customer did not report any burning smell, smoke or flames in association with this event. Therefore, date of awareness for this event is the day the burned component was identified (january 22, 2016). Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
On december 19, 2015 the customer reported that the user interface console for the customer's access 2 immunoassay system (serial number (B)(4)) had locked up and would not power on after the customer attempted to reboot. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the analyzer and identified and replaced a malfunctioning power supply in the console to resolve these issues. The replaced power supply was sent to the complaint handling unit for evaluation and was received on january 22, 2016.